Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation of a causal relationship between the hospitalization for shortness of breath and the liberty cycler. Additionally, there is no allegation of a malfunction of the cycler or any fresenius products. The patient¿s pre-existing chronic obstructive pulmonary disease (copd) and smoking habit are attributed as the causal event of the hospitalization. Additionally, the fluid overload contributed to the shortness of breath which was due to the patient¿s non-compliance in reporting a weight gain to the pd nurse. There is a temporal relationship between the patient¿s weight gain, fluid overload, pd therapy solution prescription and non-compliance with reporting this weight gain to the pd nurse. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was hospitalized from (B)(6) 2017 due to shortness of breath which was attributed to the patient¿s pre-existing issue of chronic obstructive pulmonary disease (copd) and fluid overload. The pd nurse stated the patient had been utilizing 1.5% delflex solution and had been gaining weight, but had not reported the weight gain. A secondary cause for the patient's shortness of breath was attributed to the patient being a smoker. The patient¿s delflex strength was changed to 2.5%, but no other hospital treatment is known. The patient was discharged from the hospital on (B)(6) 2017 and is reportedly doing well at this time. No additional information has been made available at this time.

Manufacturer narrative:
Additional information: during follow up the pd nurse reported the patient was diagnosed with acute on chronic diastolic congestive heart failure in the hospital. Additionally, the pd nurse reported the patient's congestive heart failure was an attributing factor in the event of fluid overload. During the hospitalization the patient was prescribed and treated with lasix. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation of a causal relationship between the hospitalization for shortness of breath and the liberty cycler. Additionally, there is no allegation of a malfunction of the cycler or any fresenius products. The patient¿s pre-existing copd and smoking habit as well as the new diagnosis of diastolic congestive heart failure are attributed as the causal event of the hospitalization. The fluid overload contributed to the shortness of breath which was due to the patient¿s comorbidities, and non-compliance in reporting a weight gain to the pdrn. There is a temporal relationship between the patient¿s weight gain and fluid overload and pd therapy solution prescription, comorbidities and non-compliance with reporting this weight gain to the pdrn.